Manufacturer narrative:
Complaint was not confirmed. No product was returned therefore no root cause could be determined. Pneumothorax is a known short-term complication of a lung biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was discovered to have had a pneumothorax after performing the procedure. The lesion location was very medial in apical segment of left upper lobe. Chest tube was performed as an intervention for the pneumothorax. Patient is doing fine according to physician.